Manufacturer narrative:
The reported navio handpiece, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specifications or would not be able to perform as intended. A complaint history review found similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported event is if the drill guide support on the handpiece was aluminum, causing it to bend. If this was the case, the material has been changed to stainless steel as a part of corrective actions. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that drill guide is bent and 46 torque when tested. No patient involved.